Event description:
As reported by the study, during percutaneous coronary intervention (pci), the pt experienced a myocardial infarction (mi). This event is noted to be unlikely related to the device and highly probable related to the index procedure. The mi was classified as a non-q-wave mi that was target vessel related. Post-procedure ck was two times above the upper normal limits and troponin was greater than or equal to five times above the upper normal limits. The pt also developed transient no reflow during the index procedure, following post stent balloon dilatation. It resolved with administration of nicardipine. The study indicates it was the reason for the enzyme rise post-procedure. The pt was clinically stable during recovery. This pt presented to cardiac cath and 1-vessel disease was found. The primary indication for intervention was stable angina pectoris. Pre-procedure cardiac enzymes were not checked. The pt's blood pressure at the beginning of the procedure was 126/81 and the heart rate was 70. Left ventricle ejection fraction (lvef) was >50%. Pre-procedure medications included aspirin, statins and ace inhibitors. Intra-procedure medications included aspirin, clopidogrel, integrillin and unfractionated heparin. Pci was performed on a totally occluded de novo lesion in the mid left anterior descending artery (lad) of 25mm in length in a 3.0mm vessel diameter. The (b2) eccentric lesion was characterized with occlusion greater than 3 months, a smooth contour, little to no calcification and thrombus absent. The lesion was pre-dilated with a 2.5x15mm balloon at 16 atmospheres (atm) before a 3.0x33m cypher select plus stent was deployed at 24 atm with satisfactory results. Post-dilatation was done with a 3.75x21mm balloon at 20 atm because the stent was not fully expanded. The residual diameter stenosis measured 0%. Pre and post-procedure thrombin inhibition in myocardial infarction (timi) flows were not documented. Intra-vascular ultrasound (ivus) was not used. The pt was discharged on the following day. Post-procedure medications included permanent aspirin, clopidogrel for 12 months, statins and ace inhibitors. At the 1-month follow-up interval, the pt was asymptomatic. Ongoing medications remained the same. No new adverse events were reported.

Manufacturer narrative:
Please note that this device is not distributed in the us. However, it is similar to the us distributed product. It is also not available for testing and eval. Add'l info received will be submitted within 30 days upon receipt.